Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and an right ventricular (rv) lead from another manufacturer exhibited high out of range pace impedance measurements. The rv lead was capped and replaced. The ICD remains in service. No additional adverse patient effects were reported.